Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4)2019 that on (B)(6)2019, the receiver had no vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no vibration could not be determined. A probable cause could not be determined.